Event description:
Report received from the USA stating that the glass to the pressure gauge was "broken" on the device. The reporter found the device on the counter with a repair tag. It was unknown to the reporter if the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the glass cover of the pressure gauge was broken/cracked. This is most likely due to mishandling at the customer site. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).